Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10171. It was reported (B)(6) the patient underwent surgical intervention on (B)(6) 2018 to replace two migrated leads (please see related MFR. Report#: 1627487-2018-09248, 1627487-2018-09250 and 1627487-2018-09251). During the postoperative programming session the following day, the patient experienced discomfort when stimulation was turned on for the left cluneal lead. X-rays revealed the leads had migrated. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-10171. Follow up information identified the physician relocated the patient¿s lead on (B)(6) 2018. Postoperatively, the patient is doing well.